Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. According to the investigation results, a faulty video connector was confirmed. It is therefore possible that the reported phenomenon ¿e226 (scope communication error)¿ occurred because the video function did not work properly due to faulty video connector. We could not identify the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Upon inspection and testing of the returned device, an "e226," scope communication error occurred due to video connector contacts failure. Additional evaluation findings are as follows: 1.) Connector noted damaged and not water tight; 2.) Discoloration of the video connector electrical contact noted; 3.) Cable twist noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the image was flickering. There was no patient injury, associated with the event, reported to olympus.